Manufacturer narrative:
Conclusion code 1:25 - the device was returned to gore for evaluation. The engineering investigation revealed the deployment knob had been unscrewed from the delivery catheter. A short length of deployment line had pulled out of the catheter. The deployment line was intact and undamaged through the stitching of the sleeve. The deployment line loop had unlaced successfully from the third and sixth double stitch of the sleeve. After the two slip knots on the deployment line loop, the deployment line end was pulled through it creating a knot which prevented the sleeve stitches from unlacing. The cause for the inability to deploy the stent graft was the deployment line was pulled through the slip knots on the deployment line loop creating a knot that prevented the sleeve from unlacing.

Manufacturer narrative:
Weight was requested, but not provided. The warnings and precautions section of the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis clearly states, ¿use caution if removing the undeployed endoprosthesis through the introducer sheath. Inadvertent endoprosthesis deployment may occur. If resistance is felt during removal of delivery catheter, stop and withdraw delivery catheter and introducer sheath together.¿

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent an endovascular repair for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. An aortic extender endoprosthesis was implanted as coverage of the lumber artery. A trunk ipsilateral leg endoprosthesis and a contralateral leg endoprosthesis was implanted (the ipsilateral leg was in the left leg and the contralateral leg was in the right leg) and the physician attempted to deploy an iliac extender in the distal of the contralateral leg endoprosthesis. The physician tried to pull the deployment line of the iliac extender endoprosthesis, but there was strong resistance and it seemed the catheter was bent under fluoroscopy. The endoprosthesis was not deployed. The physician decided not to use this endoprosthesis and removed it. Another iliac extender was used as replacement and the procedure was completed. The patient tolerated the procedure.